Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using the bd micro-fine¿+ pen needle, the outer cover did not attach to remove needle. This event occurred 2 times. The following information was provided by the initial reporter: the first incident occurred when the user performed recapping in a hurry. The second incident occurred before use because the user performed recapping without removing the pen needle after the previous injection.